Manufacturer narrative:
(B)(4). Incomplete/interrupted. The ec45a device was received for analysis with no visual non-conformances and with a white cartridge reload present. The cartridge reload was received partially fired. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The device was tested for functionality in the articulated position with the returned cartridge reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device was in a pile in the or office with a note that states "jammed and would not open." It is not known how the case was completed nor if there were any patient consequences. No other details are available.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.